Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex was getting put out of service of service and customer could not log in to pull medication. The technical support specialist shared the instructions through mail on how to manually eject the cubies. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex that the cubex was getting put out of service and they could not log in to pull medication. However, there were no adverse events or injuries reported based on this event.